Event description:
Additional information was received that reported the reason for replacement as severe mitral stenosis. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b.1: adv evnt/prod prob: b.5: event description d.9: device available for evaluation h.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that all valve leaflets are in the closed position. All leaflets on the inflow and outflow are stiff due to visible host tissue and/or intrinsic and extrinsic calcification. The free margins of all cusps appear slightly flexible. Intercuspal hematomas are observed along the inflow margin of attachment of the left cusp, into the non-coronary left and left right inferior captive areas. Traces of coagulated blood are noted on all leaflets. All commissures appear intact. Remnants of glistening off-white pannus lines the sewing ring on the inflow, extending over the tissue and base-stitching, along the inflow margin of attachment adjacent to all cusps, into the inferior captive areas and 1 to 6 mm onto the inflow of all cusps, reducing the inflow orifice area. Pannus on the outflow rail adjacent to the left cusp extends to the back and top of the left right stent post, over the outflow margin of attachment, covering the commissural areas, extending over the free margins of the left and right cusp, adjacent to the top of the commissure attachment. Pannus observed on the outflow rail of the non-coronary cusp extends over to the outflow margin of attachment and 1 to 5 mm to the belly of the cusp. A thin layer of pannus is noted on the tops of the right non-coronary and non-coronary left stent posts. An unknown amount of pannus appears to have been removed on the inflow and outflow during explant. Radiography shows evidence moderate to extensive mineralization in all leaflets, commissures and stent posts. D4: updated h3: device evaluated? Updated h6: coding updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 9 years and 6 months post implant of this 29mm mitral bioprosthetic valve, it was explanted and replaced with a valve of the same size and model. The reason for the replacement was not reported. No additional adverse patient effects were reported.